Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and micro analysis was performed which identified: crease sharp broken, stress marks, wear abrasion, crease fold and missing shell (0-25%). Based on the device analysis the final assessment is: an broken crease sharp on posterior assessed as a fold flaw opening; missing shell assessed as a inconclusive.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.